Event description:
Iol loaded and defect noted after iol was inserted. Md noted "break at distal junction." It had to be cut to be removed....from operation report...complications:defective lens implant that had to be removed in fragments from the intraocular space causing posterior capsular rupture, requiring anterior vitrectomy.